Event description:
Co was notified by an ophthalmologist of 2 women who developed endophthalmitis after implantation of the uv-absorbing leave in lens. One woman had a cataract extraction (left eye) and implant of the model 920 iol on 9/30/96. One day postoperative exam by slit lamp revealed 2+ cells and 1+ flare. A diagnosis of endophthalmitis was made and a vitrectomy performed on 10/4/96. The left eye was patched, antibiotics started, and she was hospitalized for 24 hrs. The dr's call was prompted by a request for info as to the occurrence of endophthalmitis. Both eye implants were done within 2 wks of each other at different locations, and different instruments were used in each case. The only common factor was the uv-absorbing lens, model 920. Follow-up info is being sought as well as the outcome of the endophthalmitis. MFR investigation of the batch records was performed. All acceptance criteria was met; laboratory reports were reinspected and no discrepancies noted; all release criteria were met and toxicity studies further support that the product is not responsible for the endophthalmitis.